Event description:
The customer reported that the unit does not work on ac power and after the battery depleted, the unit shut down. There was no patient harm reported. The manufacturer's service technician inspected the unit and duplicated the customer reported problem. The service technician replaced the power supply to complete the repair. Final applicable testing was performed and passed to operating specifications.

Manufacturer narrative:
Power supply.